Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose rising to 260 mg/dl for several hours after changing infusion supplies, while using an inset 23", 6 mm infusion set, and the device issued prolonged high-glucose alerts. Symptoms included elevated blood glucose without ketone testing, without need for assistance, and without acute complications. Outcomes included no medical intervention, no hospitalization, and a return of blood glucose to within range after monitoring and self-management. Investigation included complaint intake, user interview, product use review, and troubleshooting and education on potential causes of high glucose and monitoring steps. Investigation of this case revealed no evidence of infusion set leakage or kinking reported by the user, no backup therapy use, and no device malfunction identified, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.